Manufacturer narrative:
H.6. Investigation: one sample and one photo were received for investigation. The customer's photo clearly shows the valve stuck in an open position which verified the leakage. The sample was repeatedly tested to try to force this failure but the failure was not replicated. Visual analyses under microscope was employed to further investigate possible reasons for failure. The maxplus connector showed possible discoloration but it cannot be confirmed whether this happened during production or after use by customer. The root cause of this failure is unknown at this time. A device history record review for model mp5303-c lot number 20125868 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. CAPA#844986 was initiated. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of leakage with lot #20125868 regarding item # mp5303-c. H3 other text : see h.10.

Event description:
It was reported that the 7-in pressure rated set w/ maxplus leaked due to compression. The following information was provided by the initial reporter: "the blue plastic inside stay compress all the time, therefore the fluid leaked".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 7-in pressure rated set w/ maxplus leaked due to compression. The following information was provided by the initial reporter: "the blue plastic inside stay compress all the time, therefore the fluid leaked".